Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to inadequate stimulation as the patient pain areas were not properly covered. The patient underwent a lead revision procedure wherein their lead was explanted and replaced. The lead was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well and received full coverage of pain areas.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device.